Event description:
A (B)(6) male pt's grandson contacted zoll customer support to report that he received a service code 204 (belt/ monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn # (B)(4) has been completed. The reported problems (service code 204) have been confirmed. Upon receipt the electrode belt failed an incoming functional test. Upon investigation, the red (can h) wire was open in the trunk cable. The open wire caused the test failures and the service code. The root cause for the open wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.